Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the device for the infusion of insulin, the pump alarmed and indicated an occlusion. According to the reporter, the system determined the cause of the alarm to be the infusion site. The home care patient reported that their blood glucose levels rose to 290 mg/dl due to the interruption in insulin therapy. No permanent adverse effect to patient reported.